Event description:
It was reported that the electric dermatome was not working. Despite multiple follow up attempts with the customer, no add'l info was available to be obtained regarding the reported event.

Manufacturer narrative:
On may 31, 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 08/01/2001 and has no repair history with zimmer surgical. Eval of the device observed the leading edge of the control bar was flush with the master blade, but the device did not operate within motor speed specifications. Prior to repair, the device was outside calibration specifications and side to side specifications at the zero thickness setting. Repair included replacement of the motor, along with the standard replacement parts. The device has not been returned to zimmer surgical for maintenance or repair in thirteen years. Lack of preventative maintenance most likely caused the device to operate below motor speed specifications, which most likely caused the customer's reported event. The device was serviced and returned to the customer.